Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was poor barrier separation of the sample. This event occurred 50 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the tube could not be centrifuged to produce serum, and the problem was not resolved. After replacing another brand of blood collection tube, the patient was tested again."

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was poor barrier separation of the sample. This event occurred 50 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the tube could not be centrifuged to produce serum, and the problem was not resolved. After replacing another brand of blood collection tube, the patient was tested again."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-06. H.6. Investigation summary: bd received 96 samples and 1 photo and 4 videos for investigation. The photo and videos were reviewed and the indicated failure mode for fibrin was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin was not observed. Retention and customer return samples inspected for additive with no issues found. Retention and customer return samples tested for silica content and gel weight, all were within specification. Clinical testing: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on videos and photo only. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields were updated due to corrected information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst blood collection tube there was a fibrin issue within the collection tube. This event occurred 50 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the tube could not be centrifuged to produce serum, and the problem was not resolved. After replacing another brand of blood collection tube, the patient was tested again."

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was a fibrin issue within the collection tube. This event occurred 50 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the tube could not be centrifuged to produce serum, and the problem was not resolved. After replacing another brand of blood collection tube, the patient was tested again."